Manufacturer narrative:
The device was disposed; therefore, no direct product analysis could be performed. The mfg records for top assembly batch 9291634 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a poba procedure, the balloon ruptured. The lesion being treated was located in the 90% stenotic and calcified mid left anterior descending (lad) coronary artery. The quantum maverick monorail balloon ruptured at 16 atms. The number of inflations and to what atms is unk. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "good".